Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 135 mg/dl and blood glucose was 196 mg/dl. Troubleshooting advised customer on proper insertion and site technique and sensor placement. Customer was advised to follow up if any further questions of if any issues persist.